Manufacturer narrative:
Sc-1110-02 (B)(4) device evaluation indicated that the ipg passed all tests performed. No anomalies were found.

Event description:
A report was received that the patient underwent an unknown procedure wherein the ipg was returned for an unknown reason. No further information could be obtained.